Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Lens was not implanted. Device evaluation: visual inspection was performed on the complaint product received in the original folding carton on (B)(6) 2018. Residue of viscoelastic was observed on the lens. A reddish substance on the lens that appears to be blood suggested the lens was implanted and removed as reported. A product quality deficiency could not be determined based on the observations of the returned lens. The reported issue could not be verified. Manufacturing records review: during the manufacturing record review no product deficiency was identified. The lens was manufactured according to specifications. A review of complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) kept slipping to the back of the patient¿s left eye. The lens had to be removed and was replaced with an anterior chamber lens. A vitrectomy was performed with no injury to the patient. Reportedly, the patient is doing good. No additional information was provided.